Event description:
Reportedly, when the ventilator was powered on, the screen showed an error message 'press f1..' And the user was unable to enter into operating system. The red led alarm lit. However, no audible alarm was heard. Distributor replaced the single board computer and audio board, then the reported problems were fixed. Please note that there was no pt involvement in this case.

Manufacturer narrative:
.